Manufacturer narrative:
The MFR's service representative performed an on-site investigation. The high voltage and the interconnect cable were replaced. The system was tested and operates as intended.

Event description:
The customer reported the 9800 system has a bad camera head. Case completed with other unit. No pt injury was reported.